Event description:
The electrosurgical generator was returned to the service center with a report of loud bang after using and it switched off. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, display of error code e433 was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the display of error code e433 was due to high voltage power supply board failure. Date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.